Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The fractured anchor, suture strings and insertion device were returned with debris on them. The anchor is fractured just below one side of the suture window. The suture string is still through the suture window and in the channel of the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated photo of the device was provided for review and confirms the reported. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic shoulder rotator cuff repair, the 4.5 twinfix anchor fractured when it was being screwed in the humeral head. The physician unscrewed the anchor and took everything out using tweezers. The procedure was completed without delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.